Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the customer's device and verified the reported issue. After replacing the biphasic pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Device not evaluated by manufacturer.

Event description:
A third-party service agent contacted physio-control to report that their customer's device had failed its user test and had illuminated its service led. Upon initial evaluation, it was observed that the device was unable to provide defibrillation energy. There was no patient use associated with the reported event.